Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the block connector has bent pins. A functional evaluation could not be conducted due to the connector having bent pins. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) there may have been misalignment of the connector when connecting to a controller in which excessive force could cause damage to the pins. (2) twisting the connector during connection / disconnection to a controller which could have caused pin damage.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported, that during the procedure, the tristar 50 wand malfunctioned once connected to the control unit. The procedure was successfully completed with a delay of more than 30 minutes, using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.